Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the lead exhibited loss of capture and sensing at implant. The lead was removed and replaced. The patient was in good condition after the event.